Event description:
Complainant alleged that during biomed testing, the device would not power up. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The customer's report was not replicated or confirmed. The device was put through extensive testing including bench handling, discharging, and defib cycling without duplicating the report. An internal inspection of the device found no discrepancies. The dock connector and monitor board were replaced as a precaution. The device was recertified and returned to the customer. No trend is associated with reports of this type.